Manufacturer narrative:
(B)(4). Date sent: 2/25/2021. Batch # unk. Maude report number: mw5098670. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No contact information was provided, therefore, no follow up could be conducted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, stapler stopped working midway through staple line. Staple line failed. Surgery converted to open.